Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device as-ifs1, airseal ifs, 120v was being used on an unknown date during a robot assisted liver resection and ¿while using the air seal, the fio2 dropped and symptoms of embolism occurred, but the symptoms improved afterwards and subsided. The pressure is usually set to 8mmhg, but this time it was set to 10mmhg, and the incident occurred when they tried to lower it to 8mmhg. It is believed that the device was used at 8mmhg after that. The facility requested that they be shown how to use the device safely. Embolism occurred, but no subsequent complications on the patient.¿ the procedure was completed without an alternate device. This report is being raised due to the reported injury related to a device being used during a procedure without any report of a malfunction, where the patient experienced an embolism.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The service history review cannot be conducted as a serial number was not provided. A device history record (DHR) review cannot be conducted as a serial number was not provided. A two-year review of complaint history revealed there has been a total of (B)(4) reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: improper placement of the insufflation instrument could cause gas penetrating a vessel or an internal organ, resulting in gas embolisms. To reduce the risk, use a low flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Check the position of the insufflation instrument immediately if the actual pressure rapidly reaches the nominal pressure value. Gas embolisms can also be caused by a high intra-abdominal pressure. Avoid high-pressure settings and close damaged blood vessels at once. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Update: per further assessment received on (B)(6) 2025 it was reported that "the patient had no particular sequelae and improved. Therefore, there was no required medical intervention for the patient.". Conmed japan reported on behalf of their customer that the device as-ifs1, airseal ifs, 120v was being used on an unknown date during a robot assisted liver resection and ¿while using the air seal, the fio2 dropped and symptoms of embolism occurred, but the symptoms improved afterwards and subsided. The pressure is usually set to 8mmhg, but this time it was set to 10mmhg, and the incident occurred when they tried to lower it to 8mmhg. It is believed that the device was used at 8mmhg after that. The facility requested that they be shown how to use the device safely. Embolism occurred, but no subsequent complications on the patient.¿ the procedure was completed without an alternate device. This report is being raised due to the reported injury related to a device being used during a procedure without any report of a malfunction, where the patient experienced an embolism.